Event description:
It was reported that the shaft separated during the procedure. No add'l info regarding the event is available. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the catheter tip was detached from the catheter at the proximal end of the proximal band location. The proximal band was missing and was not returned. The balloon appeared to have broken 3.5cm from the proximal cone neck transition and had a longitudinal tear in that section and extended from the break in the balloon to approx the mid cone. A visual inspection of the break appeared to be a combination of a diagonal, longitudinal and circumferential break (tear). The distal tip section had the balloon pulled forward over the distal tip. The distal band appeared ovaled. The tip between the distal band and balloon weld had marks and holes. This was most likely created from the tool used to extract the tip, possibly hemostat marks. There was 1 small kink in the tip approx 1.5mm proximal of the distal band. No other kinks or abnormalities were noted in the catheter shaft. The distal balloon section appeared to have a longitudinal break. The proximal edge of this section appeared similar to the distal end of the shaft break. The distal end of the distal band to the break on the tip section measured approx 59mm. The tip appeared to have been stretched. Based on the breaks, it is unsure if all of the balloon material had been returned, as the breaks did not exactly match up. The result of the investigation was confirmed for a tip detachment, shaft break and a balloon rupture, root cause unk. It is unk if pt and/or procedural issues contributed to this event. The current IFU (instructions for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.